Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation determined the reported entrapment of device (clip caught on chordae) appears to be related to a combination of procedural condition and user technique. The reported poor image resolution was due to patient anatomy (rotated heart). The foreign body in patient was due to procedural condition of the clip caught on chordae and the foreign body in patient is listed in the instructions for use as a known possible complication associated with mitraclip procedures. The reported additional therapy/non-surgical treatment was a result of case-specific circumstance. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The clip was implanted. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is being filed to report clip caught on chordae and deployed on the chords which is foreign body. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. The clip delivery system (cds) was advanced to the mitral valve and grasping was performed. During grasping, the clip got stuck in the chords. Troubleshooting was performed, but the clip remained stuck. The physician decided to deploy the clip on the chord and some part of the anterior leaflet. An additional clip was deployed lateral to the first clip successfully. Two clips implanted but only the second clip was implanted in the optimal location, reducing mr to 2. Imaging was poor during the procedure due to the rotated heart. No additional information was provided.